Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with vibrate anomaly and bolus anomaly. The customer's blood glucose level was 118mg/dl. The customer states the pump was not vibrating. Troubleshoot was conducted and the device was found to not vibrate. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no vibration during self-test due to broken vibrator motor black wire. The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed with a wizard bolus and manual bolus and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus anomaly was noted. The insulin pump had normal operating currents and no unexpected off no power alarm, low battery alarm or weak battery alarm noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.